Event description:
(B)(4). Constant migraines,cant walk because of pain in my tubes until it works itself out, swollen stomach and this is an everyday thing. Device was provided by(B)(6) and I'm not able financially to get these things removed.